Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the transseptal puncture, the patient was given heparin. A watchman® access system (was) was advanced over the wire. While it was in the right atrium, significant thrombus was noticed on the tip of the was. The patient's activated clotting time was 250. They stopped the procedure because of the thrombus. There were no patient complications and the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was observed without complications.